Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observe foreign material in the device nozzle could not be identified and the root cause of the issue could not be determined, as there was no device deformation that might result in the retention of foreign material and the customers reprocessing was confirmed to have been performed according to the device instructions for use. The event can be detected by following the instructions for use which state: ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿. ¿inspection of the endoscope¿ ¿8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities¿. ¿inspection of the objective lens cleaning function¿ ¿inspection of the water feeding function¿ ¿1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens.¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of air/water supply failure was confirmed. Due to clogging of nozzle, water supply volume did not meet the standard value. In addition to evaluation in b5, due to deformation of up/down knob, water tightness was lost. Plastic distal end cover had a scratch. The light guide lens had discoloration. The objective lens had discoloration. The lock engagement lever had a scratch. The lock engagement knob had a scratch. The up/down knob had a scratch. Connecting tube had a scratch. The scope connector had a scratch. Due to clogging of nozzle, water removal ability did not meet the standard value. Due to clogging of nozzle, air supply volume did not meet the standard value. The adhesive on the bending section cover had a scratch. The adhesive on the bending section cover had a crack. The adhesive on bending section cover had a chip. Due to wear of angle wire, the play of up/down knob was out of the standard value. Due to wear of angle wire, bending angle in up direction did not meet the standard value. The scope connector was dirty due to water leakage. Due to damage on zoom charge coupled device, zoom did not work smoothly. The scope connector cover unit had a scratch. The protector of universal cord on scope connector side had a scratch. The universal cord had a scratch. Flexibility adjustment ring had a scratch. The grip had a scratch. The scope cover had a scratch. The switch box had a scratch. The control unit had discoloration. The control unit had a scratch. The right/left knob had a scratch. Reprocessing of subject device. The customer was able to clean, disinfect and sterilize the subject device prior to sending it to olympus. The user facility does not know when foreign object adhered to the scope. There was no delay between the end of clinical use and the start of pre-cleaning. The air/water nozzle was flushed with water and air. There were no abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with clean lint-free cloths, brush, or sponge. The air/water nozzle was flushed with a detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported olympus, the evis lucera elite colonvideoscope experienced poor water supply. There was no report of user or patient harm associated with this event. During incoming inspection, foreign matter was inside the nozzle due to insufficient cleaning. This medwatch is being submitted to capture the reportable malfunction found during evaluation.